Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a new condition. During analysis, the customer's problem was confirmed in that the pump would intermittently goes into a ?no disposable" alarm when a cassette was attached. The pump's downstream occlusion sensor containing the detection switch needed to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical pump presented with an error message cassette "badly fixed". The user tested the error with a different cassette but the issue persisted. There were no adverse events reported.